Event description:
It was reported that failure to capture and failure to sense was noted on the right atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient condition was stable.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, partial lead was returned in two portions for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted on the distal portion. Further analysis was performed and visual noted the inner insulation was cut / damaged in the middle region of the lead. All damages noted are consistent with procedural damage.